Manufacturer narrative:
The review of provided data confirmed the reported issue: on the new tachy user interface, in french, an additional message about pacemakers is displayed at the first interrogation of ICD/crt-d talentia / energya when it should not be displayed. This issue only applies to talentia and energya ICD/crt-d, it does not apply to previous ranges since the message at initial interrogation for those devices was not modified (platinium, edis, ulys and gali devices). The reported issue will be corrected in a next version of smartview software. No general malfunction is suspected on the active implantable subject device talentia vr. This case is retained and utilized for trend purposes.

Event description:
Reportedly, at the first interrogation of talentia vr with sv3.16, the first pop-up displayed is an alizea pop-up asking about auto-implant detection algorithm. Clicking ok initialises the memories of the device. The translation of the message is not appropriate and must be changed as soon as possible.